Event description:
Caller reported a malfunction on the pump, which did not adversely impact the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and guided them through the reset process. After resetting, the malfunction did not recur, and the customer was advised that they could continue using the pump. The customer was also instructed to call back if any malfunction code recurs, which they acknowledged and understood.